Manufacturer narrative:
Clinical investigation: a temporal relationship exists between peritoneal dialysis (pd) therapy with the liberty cycler set and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Based on the reported information, the exact cause of the peritonitis event cannot be determined. Peritonitis is a well-documented complication in patients undergoing pd therapy and a breach in aseptic technique during the pd exchange is a common finding and a significant risk factor for infection. The patient¿s pd culture yielded growth of the organism staphylococcus aureus which is an organism that is found on human skin. Therefore, the peritonitis event may have been related to a breach in aseptic technique during the pd exchange. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
The patient on peritoneal dialysis (pd) therapy reported their pd catheter (not a fresenius product) got infected and they developed methicillin resistant staphylococcus aureus (mrsa). There were no reported allegations that the event was associated with any issues with a fresenius device or product. The patient was canceling pd order as they reported being on in-center hemodialysis until they heal. During additional follow-up, the nurse reported that the patient was experiencing symptoms of abdominal pain. As a result, the patient had a pd culture obtained in the outpatient pd clinic which yielded growth of methicillin resistant staphylococcus aureus (mrsa) consistent with peritonitis. Per the nurse, the pd catheter was not infected. It was reported the patient was initiated on vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) on an outpatient basis for peritonitis. The nurse stated that despite antibiotic therapy, the patient continued to have symptoms of abdominal pain. Subsequently,, the patient was hospitalized for the peritonitis event. The nurse indicated the patient had another pd culture which continued to have growth of mrsa. During hospitalization, the patient is being treated with antibiotic therapy with zosyn and vancomycin (dose unknown) intravenously (IV). Additionally, the nurse confirmed the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis. The patient remained hospitalized at the time follow-up was completed and the patient is recovering. The nurse indicated that upon hospital discharge the patient will remain on outpatient hemodialysis until a new catheter can be placed. The patient¿s nurse was not able to identify the cause of the peritonitis event. However, the nurse stated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.

Event description:
The patient on peritoneal dialysis (pd) therapy reported their pd catheter (not a fresenius product) got infected and they developed methicillin resistant staphylococcus aureus (mrsa). There were no reported allegations that the event was associated with any issues with a fresenius device or product. The patient was canceling pd order as they reported being on in-center hemodialysis until they heal. During additional follow-up, the nurse reported that the patient was experiencing symptoms of abdominal pain. As a result, the patient had a pd culture obtained in the outpatient pd clinic which yielded growth of methicillin resistant staphylococcus aureus (mrsa) consistent with peritonitis. Per the nurse, the pd catheter was not infected. It was reported the patient was initiated on vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) on an outpatient basis for peritonitis. The nurse stated that despite antibiotic therapy, the patient continued to have symptoms of abdominal pain. Subsequently,, the patient was hospitalized for the peritonitis event. The nurse indicated the patient had another pd culture which continued to have growth of mrsa. During hospitalization, the patient is being treated with antibiotic therapy with zosyn and vancomycin (dose unknown) intravenously (IV). Additionally, the nurse confirmed the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis. The patient remained hospitalized at the time follow-up was completed and the patient is recovering. The nurse indicated that upon hospital discharge the patient will remain on outpatient hemodialysis until a new catheter can be placed. The patient¿s nurse was not able to identify the cause of the peritonitis event. However, the nurse stated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The patient on peritoneal dialysis (pd) therapy reported their pd catheter (not a fresenius product) got infected and they developed methicillin resistant staphylococcus aureus (mrsa). There were no reported allegations that the event was associated with any issues with a fresenius device or product. The patient was canceling pd order as they reported being on in-center hemodialysis until they heal. During additional follow-up, the nurse reported that the patient was experiencing symptoms of abdominal pain. As a result, the patient had a pd culture obtained in the outpatient pd clinic which yielded growth of methicillin resistant staphylococcus aureus (mrsa) consistent with peritonitis. Per the nurse, the pd catheter was not infected. It was reported the patient was initiated on vancomycin and ceftazidime (per clinic protocol) intra-peritoneal (ip) on an outpatient basis for peritonitis. The nurse stated that despite antibiotic therapy, the patient continued to have symptoms of abdominal pain. Subsequently,, the patient was hospitalized for the peritonitis event. The nurse indicated the patient had another pd culture which continued to have growth of mrsa. During hospitalization, the patient is being treated with antibiotic therapy with zosyn and vancomycin (dose unknown) intravenously (IV). Additionally, the nurse confirmed the patient had the pd catheter (not a fresenius product) removed and was transitioned to hemodialysis. The patient remained hospitalized at the time follow-up was completed and the patient is recovering. The nurse indicated that upon hospital discharge the patient will remain on outpatient hemodialysis until a new catheter can be placed. The patient¿s nurse was not able to identify the cause of the peritonitis event. However, the nurse stated the patient did not have any fluid leaks or any issues with fresenius device, or product in relation to the event.